Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The 8mm fenestrated bipolar forceps instrument was re-evaluated by manufacturing team. Following additional information was obtained : the instrument failed electrical continuity. Upon further inspection, it was found that the wire within the main tube was routed across/between hypo-tubes. Given the position of the wire, it was likely that the wire was broken/pinched due to instrument yaw/pitch movements. Correction : h8. Was updated to initial use of device.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument was not delivering energy properly. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken conductor wire at proximal end near the main tube and roll gear junction. No signs of thermal damage were observed. The instrument failed an electrical continuity test, confirming a complete break in the wire. The probable root cause of the conductor wire being broken on the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires.